Event description:
It was reported that the device was used during a laparoscopic tubal ligation. The surgeon used a 511s during the procedure and found that the outer seal was torn. The surgeon completed the case with a new 511s. There was no consequence to the pt.